Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, one of the rollers was binding during a bypass. The roller was pulling on the tubing. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Investigation in process, but not yet completed.